Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) and restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid (lad) with 95% stenosis and was 14 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with pre-dilatation and placement of a 4.00 x 16 mmpromus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with non st elevation mi (nstemi) and was hospitalized on the same day. Elevated cardiac enzyme troponin t values were noted (peak troponin t = 0.286 ng/ml, uln = 0.029 ng/ml) and met the protocol definition of myocardial infarction (mi). In addition, patient's electrocardiogram (ECG) showed non identifiable mi. Subsequently, the patient was referred for cardiac catheterization. On the following day, it was noted that there was 80% stenosis in the mid lad which was treated with percutaneous coronary intervention (pci) resulting in 10% residual stenosis. One day post procedure, the events were considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located on proximal left anterior descending (lad) artery and not mid lad as previously reported. Also, pre-procedure and post-procedure cardiac enzymes were not withdrawn. At the time of event, the elevated cardiac enzyme values do not meet the protocol of myocardial infarction (mi). Coronary angiography was performed and revealed 80% in-stent restenosis in proximal lad which was treated with 4.0 cutting balloon angioplasty.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).